Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. It was reported that the patient was not hospitalized for the event. On an unreported date, the patient was treated with vancomycin injection (1 gram, for five days, frequency and route not reported) and meropenem injection (1 gram, for 14 days, frequency and route was not reported). Action taken with pd therapy was not reported. At the time of this report, the patient outcome was unknown and antibiotic therapy was ongoing. No additional information is available.